Event description:
Dermatitis (red, raised, slightly tender skin) occurred where the catheter was in contact with the skin 24 hours after epidural catheter removal. Catheter was in place for 72 hours in a man for post op pca, had been receiving diluadid and bupivicaine epidurally, (hx of cad, ca, no hx of allergies, or asthma). Catheter was secured in place cutaneously w/ tegderm dressing. Initially a "plastic surgeon" consult was made, and treatment included bacitracin and xeroform drsg. This caused redness to spread (a picture of area was taken at this time), approximately 48hrs later, a dermatologic consult was performed and diagnosis of contact dermatitis was made. Treatment included hydrocortisone oint. Pt was d/c from hospital. Additional informtion received from the doctor indicated that the dermatitis improved with the treatment of hydrocortisone ointment and the patient was discharged without further incident.